Event description:
According to the literature, a study compared the outcomes of patients who underwent sleeve gastrectomy before and after bariatric surgery training between 2013-2014 and 2016-2017. Ligasure was used to disconnect the gastroepiploic vessels from the greater curvature of the stomach. Tristaple endo gia was used to staple the stomach. There were 49 patients in the before training group and 117 patients in the after training group. Complications included: intraoperative bleeding from gastric vessels, postoperative staple line bleeding and leak. Blood transfusions and re-operation were required to treat bleeding.

Manufacturer narrative:
Title: do early outcomes of sleeve gastrectomy improve the first year after completing a bariatric surgery fellowship? Source: bariatric surgical practice and patient care volume 17, number 1, 2022. If information is provided in the future, a supplemental report will be issued.